Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp)regarding a patient who was receiving bupivacaine, 15 mg/ml concentration at 6.425 mg/day dose and dilaudid, 7 mg/ml concentration at 2.9985 mg/day dose via intrathecal drug delivery pump for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that motor stall was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI). Patient had an MRI yesterday and now today when the pump was read there was not a recovery message to begin with. The patient's pump was telemetered twice but still there was not a recovery message until after the pump was updated and re-updated. The pump was never checked post MRI yesterday until today with the patient's pump refill per the hcp. The patient reported increased pain that began yesterday and over the last 24 hours. The hcp did not hear the audible pump alarm and that the patient was asleep now so the hcp did not believe the patient had those symptom as the patient would not have been able to sleep if patient was in withdrawal/underdosing symptom. The motor stall recovery occurred. It had not been less than 2 hours since patient exited the MRI field. No further complications were reported.